Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value not provided). Customer was admitted to the hospital for diabetic ketoacidosis (dka). Customer typically runs high bg due to poor diabetes management and neglecting to administer a correction food bolus. There were no device/supply issue. Bg/dka were resolved and customer was discharged on (B)(6) 2018.